Event description:
The customer reported the system lost motorized movement ability. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and the motor control board and other parts, and performed movement calibrations. The system operates as intended.